Event description:
It was reported that the right ventricular lead exhibited noise which caused pacing inhibition. The patient experienced presyncope symptoms as a result. An insulation anomaly was suspected. The lead was capped on (B)(6) 2015 and subsequently explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found an insulation abrasion exposing the outer coil at 20.0 cm to 20.4 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device.